Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump sounded an alarm while the screen kept indicating "run" on it. Also, a "no disposable, clamp tubing" alarm was issued. The patient attempted to troubleshoot it by turning the power off and on, but the alarm persisted. After the product was switched off and then back on again, it became operative for some while. However, the alarm continued. There was no patient injury.